Event description:
Falsely elevated hb1c results were obtained on multiple patient samples and qc. The results were reported to the physicians. At a later date some samples were repeated after making a calibration correction and lower results were obtained and corrected results reported for some samples. Patient treatment of some five (5) patients was altered on the basis of the falsely elevated hb1c results. The patient medication was changed or diagnosis changed from prediabetic to diabetic. There was no report of adverse health consequences as a result of the treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. When calibrating a new method on 9/29, the user failed to enter the correct scalers for the method. They also failed to perform a cross-over study with the prior method. They were thus unable to establish a valid qc range. The calibration was accepted and results were accepted for qc and patients for a period of over 1 month. At that time a physician noted a trend of high results and the error was discovered and appropriate scalers entered. The instrument is performing within specifications. No further evaluation of the device is required.